Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 with a disturbance of consciousness and the indwelling foley catheter was instructed by the doctor. The patient gave up the treatment and asked to remove the catheter on (B)(6) 2022. It was stated that when the nurse tried to drain the fluid from the balloon, only 2ml could be withdrawn and was failed to remove the catheter with resistance. It was mentioned that the lateral lumen for water injection was cut, and slowly removed the catheter after about 3 hours.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device was not returned.